Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer blood glucose value was 218mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reported that they were unable to clear the alarm also they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device received with constant an error in the motor was detected by reading unexpected value from hall sensor alarm during rewind due to corroded motor home switch. Corroded electronic assembly noted during visual inspection. Unable to confirm insulin pump error alarms noted due to an error in the motor was detected by reading unexpected value from hall sensor alarm during rewind.